Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing were performed and failed due to no power on. An internal visual inspection was performed and failed due to a damaged battery. Pictures were taken. The log was downloaded for review after using a good known battery. Rtt loss was observed in the investigation window. The allegation was confirmed. The probable cause was determined to be damaged battery. No injury or medical intervention was reported.